Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After the patient with this system took a bad fall, the rv lead had high impedances and intermittent oversensing, the atrial lead had loss of sensing. The physician decided to replace the whole system in case there was any damage to the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.